Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion in the left anterior descending artery. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured after five seconds on the first inflation at ten atmospheres. The procedure was successfully completed with a different wolverine balloon without further issue or patient injury.